Manufacturer narrative:
Nova biomedical performed an internal investigation of company retained creatinine test strips from the lot reported to be in use by the customer. The investigation confirmed the performance of the test strips using five result levels of linearity solution and five result levels of whole blood samples. All the creatinine test strip results passed the investigation acceptance criteria. The investigation could not confirm the customer complaint.

Event description:
Caller states pt received result of 1.45 mg/dl (gfr: 40 to 50) on the statsensor creatinine meter and received result of 1.0 mg/dl (gfr: >60) on the lab analyzer. The qc, linearity and cap survey were all with in limits with the meter. The pt results between the meter and the lab analyzer are considered clinically significant. The pt was treated. No adverse event was reported. The pt was treated. No adverse event was reported. Requested return of suspect device; however, product is not expected to be returned.